Manufacturer narrative:
Consumer reports miscoding the meter. In addition, test strips being used expired in june, 2006. Unable to conduct a quality investigation- meter will not be returned, strips have expired.

Event description:
Consumer called to report having to call the paramedics for assistance when, she experienced hypoglycemia.